Event description:
Customer's family member reported device = 264 mg/dl in the morning. Customer took 10 extra units of insulin. Family member stated 3 incidents today where customer's tongue was numb, their eyes are starry, and they are belligerent. Device = 48 mg/dl. Customer ate toast and was given orange juiice and toast with peanut butter. Controls were not used and when tested were not in range. Family member stated working at a health clinic/center and was able to obtain controls in range. A request was made for return product and replacement product was sent.